Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon review of the patient's electrograms, it was noted that the right ventricular lead exhibited noise along with pacing inhibition. A note on the parameters page also indicated that the pace/sense portion of the lead had previously been replaced during a past procedure. No intervention was performed. New information on (B)(6) 2017 stated that the asymptomatic patient presented in clinic for the noise and pacing inhibition still occurring. The patient's implantable cardioverter defibrillator was reprogrammed to address the issue. The patient would continue to be monitored.